Event description:
Raytec gauze is fraying and leaving threads on sterile field. There was patient contact. Raytec was removed from the sterile field and a new pack of sterile gauze was opened. Tried to remove as many loose threads as possible. Component was used in roi (B)(4) customer procedure kit number 880087014, gs00087n, lot number 82828n.